Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "upon opening the trident insert the rep noticed that the inner packaging was open (three of the four edges were off), but the outer peel wrap was intact. Also the labels were not attached and two of the labels were missing. Rep stated it looked like the packaging was already opened."